Manufacturer narrative:
Date rec'd by MFR : 24oct2019. Date of report: 25oct2019. The replaced da pcba (data acquisition printed circuit board assembly) was returned and failure investigation was performed on 24-oct-2019. The da pcba was tested and no failure were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator produced the "check vent: machine pressure sensor auto-zero failed" diagnostic code. The ventilator was being used on a patient at the time that the reported problem was discovered; however, there was no patient harm. The patient's information could not be disclosed.

Manufacturer narrative:
Date rec¿d by MFR: 24oct2019. Date of report: 31oct2019. No medical intervention was required as a result of the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug2019. The manufacturer¿s international service technician evaluated the ventilator. The reported problem could not be duplicated but the occurrence of the diagnostic code was confirmed. The service technician replaced the da pcba (data acquisition printed circuit board assembly) as precaution. The ventilator passed performance specification testing after the repair was completed.

Event description:
It was reported that the ventilator produced the "check vent: machine pressure sensor auto-zero failed" diagnostic code. The ventilator was being used on a patient at the time that the reported problem was discovered; however, there was no patient harm. The patient's information could not be disclosed.